Manufacturer narrative:
Investigation results: a visual examination of the returned complaint device together with an alliance inflation device found no defects; the balloon looked normal. A functional evaluation was performed by connecting the balloon to the alliance inflation system. It was noted that the balloon could not be inflated because it was torn longitudinally. Based on the evaluation of the returned device, this failure is likely due to anatomical or procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and no anomalies were found. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the colon during a dilatation procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the balloon was able to be inflated without any issues; however, difficulty was encountered when the balloon was deflated. The balloon was eventually able to be fully deflated. It was noted that the balloon was pre-inflated. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the colon during a dilatation procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the balloon was able to be inflated without any issues; however, difficulty was encountered when the balloon was deflated. The balloon was eventually able to be fully deflated. It was noted that the balloon was pre-inflated. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.